Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, images were no longer displayed due to a failure of the ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. The customer refused to provide additional information, including the reporters occupation. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
As reported for this event by the customer, during reprocessing no image was observed for the device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, there was no image for the device. This is attributed to the broken charge coupled device unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.